Event description:
A (B)(6) old male pt, contacted zoll customer support to report that his battery charger was not charging his batteries. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon eval, the charger had component malfunction on q1, d4, d13, and d14. The cause for defective d4, d13 and d14 was likely the result of the defective q1 as it is the current controlling component of the battery charger. The root cause of the defective q1 cannot be positively identified. No adverse event resulted from the defective components.